Event description:
It was reported that, during an office visit, the low energy shock impedance was greater than 400 ohms. The device battery status was at end-of-life. The patient has not been followed since 2017. A review of the device downloaded data indicated the impedance has been high since may of this year. Technical services advised to consider the patient unprotected. There were no adverse patient effects. The system remains implanted.